Event description:
The customer reported, the device failed to discharge.

Manufacturer narrative:
The customer reported, the device failed to discharge. Based on the customers report, we are considering this a malfunction. We cannot determine the cause from the available information.